Manufacturer narrative:
3/21/97-supplemental report #1 submitted to FDA. Add'l data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The disposable loading unit was used with a disposable stapler during a total gastrectomy procedure. Reportedly the staples did not form properly. The surgeon used another instrument to complete the procedure. No pt injury was reported.